Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported a leak during related to an IV push administration of testosterone, thought to be related to the bonded texium connector ; dosage and rate of the mediation not provided. Although requested, additional information is not available; there was no patient harm.

Event description:
The customer reported a leak related to an IV push administration of testosterone using a texium connector.